Manufacturer narrative:
(B)(4). Concomitant medical products: item #00801803201, femoral head ,lot # 61283355. Item # 00631005032, liner 10 degree, lot # 61253471. Associated products: item # 00620205022, porous shell, lot # 60968583. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00441, head. 0001822565-2019-02580, liner.

Event description:
It was reported patient underwent left total hip arthroplasty. Subsequently it was reported that a patient underwent a revision procedure approximately 6 years post initial surgery due to pain, elevated metal ions, implant in vivo corrosion and necrosis. During revision surgeon noticed significant yellow fluid, a thickened capsule, and a small amount of corrosion of neck. Attempts to obtain additional information were made; however, none were available.

Manufacturer narrative:
(B)(4).femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length UDI:(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate that the cobalt level was 5.2. Significant yellow fluid was encountered during the procedure. The pathology report of the tissue and fluid was positive for alval. There was blackening on the trunnion, and corrosion inside the femoral head's taper. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.